Event description:
It was reported that the patient's device turned sideways and tried to come through the skin. It was noted that the patient's physician was "just going to make it flush with the skin, but scar tissue had built up so much that it broke it off." The device ended up being replaced. Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was unclear, but it was likely an infection or cellulitis. There were no symptoms reported aside from the protrusion of the implantable neurostimulator (ins). A CT scan had shown malpostioning of the ins battery. It was noted that while exploring the ins battery site, one lead was inadvertently damaged by dissection and had to be replaced along with the ins. The reporter stated that the patient had required hospitalization as a result of the event but had recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).